Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer kept messing with the buttons then the device alarmed an unexpected restart alarm. Customer's blood glucose was 152 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarm or unexpected audio/beep anomaly was noted during testing. The pump passed the unexpected restart test. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.